Event description:
It was reported during initial surgery a twist drill broke during use. A portion of it remains implanted.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Typo and corrections: d3 - company name change only. G1 - company establishment name updated only - typo. G1 - contact office - manufacturing site address typo.